Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after delivery to customer site, loaner cardiosave intra-aortic balloon pump (iabp), a failure was observed. Loaner was delivered to biomed department and would not boot up to operational mode. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit on site and the unit booted up to specifications. The reported issue was unable to be reproduced. The fse also observed that there were no lethal errors in the fault log. The unit passed all functional and safety tests to factory specifications. The unit was then returned to customer and cleared for clinical use.

Event description:
N/a.